Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no other devices. There was contrast in the inflation lumen and balloon and blood between the balloon folds. The balloon was tightly folded. There was a complete hypotube fracture 79.5cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple kinks throughout the hypotube of the device. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulty was encountered and shaft kink occurred. The 100% stenosed, 8x3.5 mm, eccentric and de novo target lesion containing a <=45 degrees lesion bend was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. Following predilation using an unspecified balloon catheter, a 3.5mm x 8mm quantum¿ maverick¿ balloon catheter was selected for postdilation but was unable to cross. It was then noticed that the shaft got kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft break.